Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Alerts and alarms 10 / page 127: the omnipod system provides alarms to make you aware of serious or potentially serious conditions. When a condition occurs that requires your attention an advisory alarm or a hazard alarm will sound. Hazard alarms are continuous tones and occur when either the pod or pdm is in a serious condition. During an alarm the pdm will display an on-screen message with instructions for taking care of the alarm condition. Be sure to respond to all alarms when they occur.

Event description:
It was reported that the patient's omnipod personal diabetes manager (pdm) was flashing on and off and that she was not able to reset the pdm. The patient also reported that they was hospitalized no further information was provided.

Manufacturer narrative:
An update was reported that there was no hospital visit reported and that the patient was not hospitalized. Adverse event/product problem from adverse event to none. Outcomes attributed to ae from hospitalization-initial or prolonged to none. Type of reportable event from serious injury to none.